Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 slide rail was broken. A field service engineer manually removed the drawer, as it was severely stuck, found the rail edges bent and out of position, which prevented the drawer from locking properly, adjusted the bent rail edges, cleaned the track, and was able to reset the drawer onto the rails. After rebooting the station, the drawer operated correctly, tested the drawer using the test software, and customer also tested the drawer with all results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1.1 railing was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.